Event description:
The customer observed imprecision of quality control and pt results for troponin I on their vitros eci system. Falsely elevated results may lead to imappropriate physician action. There was no report of pt harm as the result of this event.